Event description:
The product was used during a low anterior resection procedure. Reportedly, the suture disengaged. The surgeon manually made the purse string to complete the procedure. The hosp has reported no pt injury occurred.